Event description:
User claimed during sterilizer cycle the sterilizer unexpectedly opened and came off the counter. There were no injuries reported.

Manufacturer narrative:
As part of the investigation into the event, midmark was unable to evaluate the unit due to it not being returned in time. The investigation is based on past history and determined that the event was a result of the user failing to completely close the sterilizer door prior to initializing a cycle. The following instructions labeled on the sterilizer door were not observed: "warning: do not run the sterilizer without the door fully latched. The latch handle should be flush with the door cover. Failure to fully latch the door could result in serious injury."